Manufacturer narrative:
This report is submitted on january 15, 2024.

Event description:
Per the clinic, the patient was hospitalized in (B)(6) 2023 (specific date not reported) for vertigo. Subsequently, the patient underwent a revision surgery (specific date not reported) for unspecified reasons. Additional information has been requested but has not been made available as of the date of this report.